Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient set their ipg into MRI mode (as a precaution) prior to undergoing an unrelated surgical procedure, just in case an MRI was performed during the procedure. Following the surgical procedure, the patient's ipg has been unable to communicate with their patient programmer device. Various troubleshooting attempts have been performed to no avail. As a result, the patient may undergo surgical intervention.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information gathered via follow-up revealed the patient's ipg was explanted and replaced to provide resolution.